Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not report. A CT angio of the abdomen and pelvis 26 months after implant was performed. This was compared to the 1 year follow-up and it was reported that the proximal margin of the stent graft has migrated and lies about 11 - 12 mm below the lowest renal artery which the left. Within the upper posterior portion of the residual aneurysm sac there is an endoleak seen, which could be a type 1 or type 2. The aneurysm sac has increased in size from 6.7 to 7.1 cm. The iliac arteries are patent and there is good flow throughout the stent graft. There was also a residual aneurysmal sac involving the left common iliac artery which measures 4 cm in its greatest dimension. Endovascular repair of the endoleak is scheduled at a later date.